Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the fiber was noted to already be broken when they opened the package. The procedure was completed with another laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 1069 captures reportable event of fiber broke. The fiber was returned broken in three pieces. The first piece measured approximately 26.7 cm from the top of the connector to the break. The second piece measured approximately 44.9 cm from break to break, this piece included two kinks. The third piece measured approximately 247.4 cm and included the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. Patient codes have been corrected.

Event description:
It was reported to boston scientific corporation on november 7, 2018 that a flexiva ID tractip laser fiber was opened for use in a ureteroscopy procedure performed on (B)(6), 2018. According to the complainant, during preparation, the fiber was noted to already be broken when they opened the package. The procedure was completed with another laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.